Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient had initial hip arthroplasty with no complications. The patient was revised due to noise, pain, and implant fracture. Previous incision utilized, no inflammation or effusion upon inspection. Acetabular liner completely fragmented, cup well fixed. New liner cemented into place. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # unknown / unknown head/ lot # unknown. Part # unknown / trilogy shell/ lot # unknown. Part # unknown / femoral stem l/ lot # unknown . Part #unknown / femoral neck/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -03206.

Event description:
It was reported that patient underwent a left hip revision surgery 13 years post implantation due to noise, pain and implant fracture. During the revision the acetabular liner was completely fragmented. The shell and head were exchanged without complication. Attempts have been made and additional information on the reported event is unavailable at this time.